Event description:
Intera oncology received a report of an infection that occurred with the pump. According to the physician, the patient's pump was not explanted. The infection was detected after the first dose of floxuridine (fudr). The infection was in the pump pocket and intra-abdominal. The infection was treated with washout, antibiotics, and perc drain (intra-abdominal). The plan is for the patient to continue with their therapy (fudr).

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 30177910, was reviewed. The pump was manufactured on october 28, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The sterilization record, (B)(4), was reviewed and all tests passed. However, a nonconformance was opened on (B)(6) 2024, due to failed post sterilization inspection (thermocouple calibration/verification). The thermocouple calibration/verification was not performed prior to sterilization of pumps on (B)(6) 2024. The thermocouple verification was performed successfully on (B)(6) 2024. The nonconformance had no impact on the patient's infection. Intera oncology communicated with the physician and the physician provided us with the organism ID. The organism ID was pseudomonas, pan sensitive. The cause of the infection is unknown, however, the intera 3000 pump labeling and instruction lists bacterial infection as a known adverse event. The pump remains implanted, and according to the physician the patient will continue to receive treatment.